Manufacturer narrative:
The device will not be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported: "very hot tip. Result is deep burn through 2 layers of drapes". No negative impact in state of health reported.